Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the communications intermittently work. The cable, em field generator and axiem portable system were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the communications were intermittently working. "When you move the cable connection it does start working when it has stopped." This issue was found during a training session. There was no patient present when this issue was identified.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, all eight ports, on both lemo connections were tracking normally. The unit was left connected over night and the next morning, all ports were still tracking consistently. There was no failure detected. If information is provided in the future, a supplemental report will be issued.